Event description:
It was reported the artificial cervical disc was broken during implant. The pieces were retrieved and another implant was able to be implanted with no further complications. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has not been returned to the manufacturer for evaluation. (B)(4)

Manufacturer narrative:
Additional information: visual review did not identify crack, fracture, breakage or damage. No identifiable defect was noted. The implant appears to be capable of performing its intended function.